Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of rsd/ causalgia - complex regional pain syndrome. It was reported that the patient was looking to have their ins removed so they could get an MRI. The patient stated that their system has not worked in years. The patient stated that they were unsure if it was because of scar tissue buildup, but when they moved a certain way they would "get zapped pretty well." The patient stated that was not a good situation, especially while driving. The patient saw their healthcare provider (hcp), but was told there was not a lot they could do. The patient eventually turned the system off due to this issue. No further complications were reported or anticipated.